Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer and company representative regarding a (B)(6), female patient who was receiving baclofen (type and lot number unknown) and dilaudid (doses and concentrations unknown) via an implantable pump for intractable spasticity. On (B)(6) 2016, the patient's refill date, the patient's pump was not refilled. The low reservoir alarm date was (B)(6) 2016. The patient's legs were already "bouncing" and it gradually came on. Now, she was feeling it non-stop. The patient was having a return in symptoms. It also felt like her body was responding to stress from dealing with finding a new physician. The patient had moved and was struggling to find a new physician. She was told by a home infusion company that she could not be helped because her healthcare provider (hcp) was not contracted with them. She was upset about it. No interventions had occurred. It was later reported by a company representative that the patient called a hcp and was offered several choices of times for an immediate office visit. The patient declined all of the offers in the first week of (B)(6) 2016 and then no-showed to an appointment on (B)(6) 2016 because she could not get a ride and that the clinic was too far. Additional information has been requested regarding the missing drug information and the patient's medical history and concomitant medications, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.